Event description:
Hill-rom technician found that the foot hilow was drifting down. He noticed that the cylinder was leaking hydraulic fluid. He replaced the hilow cylinder and this resolved the drift. The stretcher came from the emergency room and there were no alleged injuries.